Manufacturer narrative:
(B)(4). A review of all batch record documents for lot number h13a24011 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. An evaluation of the actual sample was conducted. Visual inspection, leak testing and clear passage testing and clamp function testing were performed with no issues noted. The sample was confirmed for the reported problem. Dimensional inspection of the returned transfer set identified that the inside diameter of the catheter adapter shroud was below nominal. Improvements were made to the mold and molding department procedures. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the connection between the transfer set and titanium adapter was loose. The transfer set was changed and the problem was resolved. The titanium adapter was still in use. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.